Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Patient went in for removal of the 5th rib head on the right side. The patient also has existing hardware, expedium, from t3 to pelvis with no implants in t5. The rib removal was done but the surgeon also noted that the x4 set screws at the top of the construct, were all loose. Lamina hook x2 and pedicle screws x2 6x30 and 6x35 were removed and replaced and torqued as per surgical technique. The surgeon made comment that he is not happy with the loosening of the set screws. An ao broken screw removal set was used to extract the screws. Patient underwent primary procedure on (B)(6) 2013. 1st revision t3 to pelvis with pso at l2 on (B)(6) 2014. An x ray is available. No further patient demographics or copies of surgery notes are available. Update 16 may 2016 - additional information: loosening of the setscrews was an incidental finding and not the driver for surgery (surgery was to remove 5th rib head). Four setscrews had loosened, there were no allegations of product fault against the other products. Patient underwent revision on (B)(6) 2014 due to adjacent segment disease only, therefore no case will be created to capture the details of this revision